Event description:
The surgeon is reporting that during routine post-op follow-up x-ray examination in 2007 to an acl repair on the month before, it was discovered that a portion of the distal tip of a rigidfix trocar broke off into the bone and remains therein, fully in cased and captured in bone. The original repair was concluded successfully without further incident or harm to the patient. At this point in time, no intervention is deemed necessary or planned.

Manufacturer narrative:
Nothing is being returned, the exact complaint instrument is not known and no lot number has been supplied. At this point in time, the surgeon has stated that the fragment is captured and in cased in bone, and, they have no plans to re-visit the site to remove the fragment. The pt is without issue. The complaint file will remain open for a reasonable amount of time to include any potential future pertinent issue information resulting from the reported event. Although it is reported that there is no patient consequence we do not know what impact, if any, this event will have on the patient. It is because of this uncertainty that this report is being filed to document this event. At this time, no further action is warranted, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.